Event description:
It was reported that the patient had ms and it caused them to fall a lot. The falls would cause their lead to disconnect. The lead had disconnected 4 times and they had gone in to repair it 6 times over the 3 years prior to the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va009dh, implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).